Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. Cultures were taken of the sodium measuring electrode port and reference port. There was heavy bacterial growth including pseudomonas spp. The fse decontaminated the system. While this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for additional reportable events.

Event description:
Customer reported that erroneously low sodium results were generated by the unicel dxc 600i synchron access clinical system. The erroneous results were reported out of the laboratory. The attending physicians questioned the validity of the results. The operator recalibrated the system and retested the samples. The results were within expectations. Corrected results were then issued. There was no change to the pts' care or treatment.